Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/9139101. (B)(4). Other devices used: catalog #unk, unknown zimmer harris/galante shell, lot #unk; catalog #unk, unknown zimmer harris/galante liner, lot #unk; catalog #unk, unknown zimmer femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that at one year follow-up, seventeen hips had slight and occasional thigh or groin pain, two hips had activity-related pain requiring mild analgesics, and one hip had moderate pain requiring activity modification and stronger analgesics. At the most recent follow-up, eleven hips had slight and occasional thigh, hip, or groin pain, eight hips had activity-related pain that required mild analgesics, and one hip had moderate pain that reduced ambulation and required occasional strong analgesics.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed and compatibility cannot be verified since the part and lot numbers are unknown. Patient activity level and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.